Event description:
A cerebrospinal fluid (csf) leak at the pocket site was reported and a ¿large amount¿ of csf. The patient was recently implanted. There was no headache or other symptoms reported at this time. The pump was being used to deliver baclofen. Additional information received reported the fluid in the pocket had been tested and was positive for csf. It was also reported the surgeon would do a blood patch. The patient was receiving effective therapy and was currently in the hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, product type catheter.